Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive act button during a bolus attempt. The blood glucose reading was 179 mg/dl at the time of the issue, and the most recent blood glucose reading was 472 mg/dl. The customer was unable to deliver the bolus due to the keypad issue. No significant events leading to the keypad issues were noted. The caller was advised that the device be replaced. Nothing further reported.